Event description:
It was reported that the compressor went into standby while it was connected to a ventilator during patient treatment. The compressor generated a high pressure alarm.there was no patient harm. (B)(4).

Manufacturer narrative:
The compressor printed circuit board was returned for investigation. The reported issue regarding the high pressure alarm, and the standby condition was reproduced during our tests in laboratory environment. Our investigation shows that the pressure sensors are measuring a false pressure. This leads the compressor to get into a standby condition. The consequence of this condition is that the connected ventilator will per design switch over to pure oxygen gas. Both the compressor and the connected ventilator will generate alarms to alert the operator. The root cause of the reported issue was the defective pressure sensors. Received information states that the device was not used to treat a patient at the time of event. The event description has been updated accordingly.

Event description:
(B)(4).